Manufacturer narrative:
E1: initial reporter phone number:(B)(6).

Event description:
It was reported that shaft break occurred. The patient underwent stent implantation due to coronary atherosclerotic heart disease. The 95% stenosed target lesion was located in the proximal end of the left anterior descending artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, after entering the guide catheter for 70cm, it was fractured into two sections. The device was replaced with a new ptca balloon catheter and performed vascular dilation and stent implantation for the patient normally. The patient reported in good condition and was discharged 5 days later.